Manufacturer narrative:
This device is used for treatment, not diagnosis. The scepter c and scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired. The balloon catheters provide temporary vascular occlusion which is useful in selectively stopping or controlling blood flow. The balloon catheters also offer balloon assisted embolization of intracranial aneurysms. Per the instructions for use: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Contraindications: not intended for embolectomy or angioplasty procedures, not intended for use in coronary vessels, not intended for pediatric or neonatal use. Based on the investigation findings, the complaint is confirmed. The root cause cannot be determined. (B)(4).

Event description:
It was reported from (B)(6) that scepter ruptured during the procedure. No secondary intervention was taken. No harm or injury resulted due to this incident. The patient was reported to be fine.